Event description:
It was reported a patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the recurrent peritonitis. The cause of the recurrent peritonitis was unknown. Treatment for the event was not reported. The outcome of the recurrent peritonitis was not reported. The patient¿s catheter was removed and dialysis was discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.